Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck on black screen with password when customer reboot. A field service engineer (fse) assisted the customer to reseated the hard drive cables and station booted up successfully. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the customer rebooted the system, and it subsequently prompted for a password. However, there were no delays or adverse events or injuries reported based on this event.